Manufacturer narrative:
This lead is not expected to be returned. Should additional information become available, or if the lead is returned and analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensing which resulted in pacing inhibition. Additionally, high out of range pacing impedance measurements were observed. It was determined the lead had fractured due to clavicular crush. An invasive procedure was performed. This lead was explanted and replaced. No additional adverse patient effects were reported.